Event description:
Premature battery depletion was reported. The patient's previous synergy battery lasted for 10 years, while this one only lasted for 1.5 years. The device defaulted to factory settings because of low voltage, and this was low voltage power-on-reset. Impedance values appeared to be normal, and it was noted that the patient was still feeling stimulation in the right area and using stimulation 8-9 hours per day. Based on the patient's settings from the last known programming session on (B)(6) 2011, longevity was estimated at 1.46 months and based on the patient's current settings longevity was estimated at 5.02 months. It was not clear if this was total expected battery life, or remaining life. It was noted that the battery was at 88-100% used. The patient stated that she had experienced at least 3 falls since the battery was implanted, and had a vertebralplasty done in november. The patient was going to think about having the entire system changed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3487a, lot# j0012672v, implanted: (B)(6) 2000, explanted: na. Lead: model 3487a, lot# l77479, implanted: (B)(6), explanted: na. Extension: model 7495-51, serial# (B)(4), implanted: (B)(6), explanted: na. Extension: model 7495-51, serial# (B)(4), implanted: (B)(6) 1996, explanted: na. Programmer, model 7435, serial# (B)(4).